Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer reported wanting to know how to find the isig. The customer did treat for the low blood glucose level with carbohydrates. The current blood glucose level was unknown. The customer declined troubleshooting. The infusion set will not be returned for analysis.